Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent button response, due to corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube, and vibrator assembly during visual inspection. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the buttons would not respond after the customer had gone into a pool with the device on. Customer's blood glucose was 64 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.